Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced asystole despite having a pacemaker implanted. Further information was requested regarding event details and patient status were requested, but not yet received.

Event description:
Additional information received indicated the previously reported event of patient asystole was due to oversensing during an impedance test resulting in loss of pacing. The event was resolved with no intervention and the patient was in stable condition.